Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the premature battery depletion could not be determined.